Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving false asystole events.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (false asystole event) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to contamination inside ECG "b". The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode belt.